Event description:
The baxter sales representative indicated the facility reported that an infant receiving a blood transfusion using an interlink t-connector extension set which became disconnected from the catheter and leaked resulting in a loss of 35ml of blood. The patient's mean blood pressure (bp) was 23 at the time of the event. All connections were secure at the time of insertion. The set was noted disconnected within one hour after insertion. The set was being used with an alaris pump. The patient was receiving an unknown fluid via a pulmonary artery line (pal). The customer was unsure of how many sets were involved. The customer having issues during blood transfusions in the neonatal intensive care unit (nicu).

Manufacturer narrative:
There were no samples available for evaluation and the lot number is unknown.